Event description:
Reporter using accu-chek inform system. Reporter did back to back testing on meter to lab with result of 176mg/dl and 89mg/dl. Location of testing was clinic. Quality controls were ran and in range. Reporter states did not treat pt based on results. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek inform system: accu-chek comfort curve test strips lot#549526, exp date#02/29/08.

Manufacturer narrative:
The suspect product is comfort curve test strips.